Event description:
User reported an alarm during use on a pt. Alarm (vent fault) indicated a device malfunction preventing device use. A back-up device was available, but they chose treatment with a conventional ventilator. There was no injury.